Event description:
It was reported that the insulin pump alarmed motor error during a bolus. The insulin pump alarmed motor error three times in the last 30 days. The customer was able to rewind. The customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. The motor was tested outside the device and passed. Unit received missing end cap sticker and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.